Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer had failed and required maintenance. There were read/write errors or invalid cubie memory identified for the majority of the drawer cubies. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the failure drawer message was displayed indicating that maintenance was required due to read, write, or invalid cubie memory errors affecting most of the drawer cubies a field service engineer (fse) replaced drawer control board and retractor band on half height drawer 3.2. The system functioned as intended after field service engineer repaired the device.